Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: there was no evidence of short battery life observed in the black box. A low battery related alarm was not observed in the pump's black box or alarm history. Pump reboot events were observed in the black box on 04/02/2015 and 04/06/2015. The pump's battery cap was unable to fully tighten. The battery cap measured within specifications. There was a battery compartment crack observed from the thread area to the case seal. The pump's current draws were within specifications. A battery life issue was not duplicated during investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.